Event description:
E-mail received from the sales rep informed that: "patient's ventricles remained slit even after valve setting being reporgrammed to 200. Explanted valve and implanted a new chpv. Please send a response to the customer."

Manufacturer narrative:
Upon completion of investigation a follow up report will be filed.

Manufacturer narrative:
The position of the cam when valve was received was 200mmh2o. The valve was visually inspected; no defects were noted. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested. No leaks were noted. The valve was reflux tested, the valve passed the test. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve, product code 82-3842, with lot number cmbccr, conformed to the specifications when released to stock on the 15th february 2011. No root cause could be determined, as no problem was found with the valve. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
Additional information stated: the valve was just released to me friday afternoon. Most of my hospitals have an internal process they are required to follow prior to releasing explanted product to vendors. This particular hospital had to also send it to risk management which caused the prolonged time period before release of the valve. I will send the tracking number as soon as I drop it.